Event description:
It was reported that the patient had erosion and had a burning sensation coming from the device. This started today when the patient woke up. The device had made its way towards the surface of the patient¿s skin and this had been happening over the last week. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0mmm6, implanted: (B)(6) 2014, product type: lead. (B)(4).